Manufacturer narrative:
B5: describe event or problem - updated. B7: other relevant history- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced myocardial infarction, hypotension and st elevation. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation and atypical atrial flutter, a farawave catheter was selected for use. Use of the catheter to treat typical flutter constituted off-label use of the catheter. The right atrium (ra) was mapped with a non-boston scientific (bsc) mapping catheter showing early activation on the septum. Transseptal was then done successfully with a faradrive and connect. The left atrium (la) was mapped with the non-bsc mapping catheter showing a flutter circuit going through the anterior wall. Pvi and posterior wall ablations were done with the catheter. The flutter broke during the posterior wall ablations. Once the posterior wall was completed, the farawave catheter was removed and a non-bsc radiofrequency (rf) ablation catheter was used to ablate the anterior mitral line, right superior pulmonary vein (rspv) to mitral valve. Following the mitral line, the non-bsc mapping catheter was used to post map the la. Pvi and pulmonary wall were isolated and the mitral line was blocked. The non-bsc mapping catheter and the farawave catheter were both removed from the la. Intracardiac echocardiography (ice) was used to look for pericardial effusion, and no effusion was observed. The coronary sinus (cs) and ice catheters were removed. At this point, the anesthesiologist mentioned that they struggled to get the patient blood pressure up. Ice was reinserted and there was still no effusion noted. At this point, the electrocardiogram (ECG) of the patient showed an st elevation. An interventional cardiologist was called in to inject the coronary arteries to look for coronary narrowing that may cause the st elevation. An angiogram was performed. The right and left coronary arteries were injected and no obvious obstructions were noted that may contribute to the event. The patient was then taken to the cath lab and the coronaries were re-injected. An impella device was then placed for cardiac support, and the patient was sent to the intensive care unit (ICU). The physician suspects takotsubo syndrome, although the diagnosis has not yet been confirmed and remains under investigation. No air was noted in the device nor in the patient. Thus, there is no suspicion of an air embolism. Irrigation of the device was only interrupted while flushing the faradrive sheath. The farawave catheter is not expected to be returned for analysis as it was disposed. The patient was hospitalized, and the recovery is still ongoing as of (B)(6) 2025. It was further reported as of (B)(6) 2025 that the patient went home roughly a week post procedure. The patient ejection fraction (ef) and blood pressure recovered. The patient was on dialysis for a very short time. There was no difficulty flushing the sheath. Irrigation was paused for the few seconds it took to aspirate and flush the sheath when a catheter is being removed or inserted. The patient was transferred to (B)(6) for additional care on inotrope and milrinone. Acute kidney injury (aki) developed and improved thereafter during hospitalization. Echocardiography was initially consistent with takotsubo syndrome, and later normalized.

Event description:
It was reported that a patient experienced myocardial infarction, hypotension and st elevation. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation and atypical atrial flutter, a farawave catheter was selected for use. Use of the catheter to treat typical flutter constituted off-label use of the catheter. The right atrium (ra) was mapped with a non-boston scientific (bsc) mapping catheter showing early activation on the septum. Transseptal was then done successfully with a faradrive and connect. The left atrium (la) was mapped with the non-bsc mapping catheter showing a flutter circuit going through the anterior wall. Pvi and posterior wall ablations were done with the catheter. The flutter broke during the posterior wall ablations. Once the posterior wall was completed, the farawave catheter was removed and a non-bsc radiofrequency (rf) ablation catheter was used to ablate the anterior mitral line, right superior pulmonary vein (rspv) to mitral valve. Following the mitral line, the non-bsc mapping catheter was used to post map the la. Pvi and pulmonary wall were isolated and the mitral line was blocked. The non-bsc mapping catheter and the farawave catheter were both removed from the la. Intracardiac echocardiography (ice) was used to look for pericardial effusion, and no effusion was observed. The coronary sinus (cs) and ice catheters were removed. At this point, the anesthesiologist mentioned that they struggled to get the patient blood pressure up. Ice was reinserted and there was still no effusion noted. At this point, the electrocardiogram (ECG) of the patient showed an st elevation. An interventional cardiologist was called in to inject the coronary arteries to look for coronary narrowing that may cause the st elevation. An angiogram was performed. The right and left coronary arteries were injected and no obvious obstructions were noted that may contribute to the event. The patient was then taken to the cath lab and the coronaries were re-injected. An impella device was then placed for cardiac support, and the patient was sent to the intensive care unit (ICU). The physician suspects takotsubo syndrome, although the diagnosis has not yet been confirmed and remains under investigation. No air was noted in the device nor in the patient. Thus, there is no suspicion of an air embolism. Irrigation of the device was only interrupted while flushing the faradrive sheath. The farawave catheter is not expected to be returned for analysis as it was disposed. The patient was hospitalized, and the recovery is still ongoing as of (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.